Event description:
The pump was returned for investigation. Investigation revealed damaged battery cap threads and a display failure. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during a visual inspection of the pump, the battery cap threads were observed to be stripped and damaged. The battery cap did not secure properly to the pump to maintain power. A test cap was used to complete investigation. Additionally, the pump was powered on and the display screen appeared dim and discolored. (B)(6).